Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failure: optical communication. No input on navigation system monitor. Medtronic representative tightened the monitor connection and that corrected the problem. Issue resolved. System performed as intended. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failure: surgeon monitor flashing message no input. The surgeon alleged that when power cord was touched, the monitor screen goes black and system shuts down. Reported issue could not be replicated. Tightened the monitor connection. Issue resolved. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported that when power cord was touched screen goes black and system shuts down. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site biomed representative that their navigation system monitor would flash to the 'no input detected' screen and the application launch screen. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.